Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a fusiform aneurysm. It was reported that the patient developed an exacerbation of atrial fibrillation three days after the index procedure. The patient was given medication and the patient recovered with treatment. The investigator assessed the atrial fibrillation to be not related to the study device or disease, but related to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.